Manufacturer narrative:
(B)(4).

Event description:
It was reported that decreased hv lead impedance was observed via remote transmission. Patient will be monitored. Lead remains implanted, and patient is well.